Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged error message began on (B)(6) 2010 an at unspecified time. The daughter informed the cca that the patient manages her diabetes with insulin. Despite the alleged error message, the daughter claimed the patient denied taking any action regarding her diabetes management regimen. On (B)(6) 2010 at an unspecified time, the daughter indicated the patient developed symptoms of confusion, frequent urination, and shaking after the alleged issue occurred. In spite of the patient's symptoms, the daughter reported the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject before, there was no misused of the meter, and the correct test strips were being used. The cca was not able to resolve the alleged error message with the daughter since the test strips were expired and she did not have additional vials of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.